Manufacturer narrative:
A ge representative evaluated the system and reseated the image processor pcb. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported poor image quality. No pt injury was reported.